Manufacturer narrative:
(B)(4). Voluntary MDR report number - mw5154912.

Event description:
A voluntary MDR report was received on (B)(6) 2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of 200 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Event description:
A voluntary MDR report was received on (B)(6)2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a difference in readings of 200 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).